Event description:
During a craniotomy, a drill bit broke off while in use. All pieces removed successfully. No harm to the patient.

Event description:
During a craniotomy, a drill bit broke off while in use. All pieces removed successfully. No harm to the patient.